Event description:
The customer stated that she was hospitalized due to hypoglycemia. The reported blood glucose reading was 20 mg/dl. The customer stated that she had over bolused, causing the low blood glucose levels. The customer also reported that the insulin pump was not beeping when placed into suspend, and it did not alarm when the driver arm reached the end of travel. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.